Event description:
It was reported that balloon rupture occurred. The target lesion was located in the internal carotid artery. After stent implantation, a 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for post dilation. However, during inflation, when the pressure was increased up to nominal atmosphere, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the internal carotid artery. After stent implantation, a 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for post dilation. However, during inflation, when the pressure was increased up to nominal atmosphere, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. It was further reported that during the first inflation at 6 atmospheres, the balloon ruptured.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).